Event description:
It was reported that a patient presented to the emergency room (ER) due to dizziness episodes. The patient's right ventricular (rv) lead had loss of capture. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion consistent with friction to the device can. The cause of the reported failure to capture event was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were identified.